Event description:
Customer reported that there was a large amount of air in the anticoagulant and patient lines after prime, in cycle 1, using a large bowl kit, lot z906. Customer reported no air was found to be coming from the anticoagulant bag and the ac drip chamber was full. The treatment was restarted, and an air detected alarm occurred. The treatment was then ended, and the small amount of blood collected was returned to the patient. When removing the fluid logic module (flm) from the system pump, customer found fluid leaking from the flm, but the exact point of the leak could not be determined. Customer stated they were able to successfully start a new treatment for the patient using a small bowl kit with the same instrument. Patient was reported to be in stable condition. Customer returned the kit for evaluation. No service order was dispatched.

Manufacturer narrative:
A review of lot z906 was conducted. There were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for this complaint categories involved in this complaint and no trends were detected. The assessment is based on information available at the time of the investigation. Evaluation of the returned kit is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).